Event description:
Related manufacturer reference 3005188751-2014-00059. During an electrophysiology procedure, a cardiac tamponade occurred. While performing a transseptal puncture using a brk transseptal needle and a swartz braided transseptal introducer, the aorta was punctured. A transesophageal echocardiogram revealed a pericardial effusion. The patient became hypotensive and complained of chest pain. A pericardiocentesis was performed which stabilized the patient. The patient was transferred to ICU in stable condition. There were no performance issue with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was returned for analysis. Our investigation was limited to the review of the device history record which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is an inherent risk during the use of this device in the heart.